Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/11/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: evaluation revealed a dim, discolored display screen. Unrelated to the display, evaluation revealed there was a failed component on the printed circuit board that caused continuous vibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).